Event description:
It was reported the customer had a bolus anomaly on their insulin pump. Customer reported experiencing unintentional bolus deliveries because the escape button did not work to exit out from the bolus wizard. Customer stated the issue has occurred more than once. The customer stated the bolus anomaly would cause them to over-deliver insulin. Customer would compensate by eating more carbohydrates. The customer's blood gluc no additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.